Manufacturer narrative:
The failure investigation has been completed, and the alleged cartridge change error was not verified; however, the ui: alert data error was verified. The information will be used for tracking and trending purposes.

Event description:
It was reported that a cartridge change error occurred during the load sequence. It was also reported that the pump indicated a data log corruption. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.